Event description:
It was reported that prior to implant of an implantable pulse generator (ipg) the ipg experienced a partial electrical reset. The ipg was never implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. There was an issue observed with the firmware. If information is provided in the future, a supplemental report will be issued.